Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: farzat m, wagenlehner fm. How might the number of lymph nodes removed during rarp impact the postoperative outcomes? Urol int. 2024;108(3):175-182. Doi: 10.1159/000536317. Epub 2024 feb 5. Pmid: 38316122; pmcid: pmc11151957. Section a: patient information - no specific patient demographics were provided for the patients. Median age of robotic group was 68 years, and according to the type of surgery, the patients' gender were male. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used.

Event description:
A literature article that described a retrospective study of 500 patients that underwent robot-assisted radical prostatectomy (rarp) including lymphadenectomy performed by a single surgeon by one experienced surgeon between (B)(6) 2019 and (B)(6) 2022. The study aimed to evaluate how the number of lymph nodes removed may influence postoperative outcomes. The study divided patients into two groups: group 1 consisted of 308 patients with 20 or fewer lymph nodes removed (mean 15), while group 2 had 192 patients with over 20 nodes removed (mean 27). More high-risk patients, according to d¿amico risk classification, were found in group 2 than in group 1. 21 patients experienced major complications which were greater than clavien-dindo grade iii among the total cohort, which included 1 patient experienced myocardial infarction, 1 patient developed hiatus hernia, 1 patient experienced rhabdomyolysis and 10 patients developed symptomatic lymphocele that were treated via percutaneous drainage with local anesthesia. 3 patients suffered from upper urinary tract obstruction (uuto), which necessitated the insertion of a dj catheter. 28 patients had to be readmitted due to one or more complications within 90 days after rarp. There was no mention of any da vinci device malfunctions in the article. The designated author was contacted and confirmed that the complications were not due to da vinci device malfunctions.